Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, all keypad buttons responded appropriately to user input. No damage was fund to the keypad rubber. The keypad was removed and no contamination or damage was found to the button contacts. Moisture corrosion was found on the display screen inside the pump and in the battery canister. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find further moisture corrosion to the display screen, the vibration motor, and to the motor flex and connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.